Event description:
At 10: 54 am, with 34 minutes into a 2.5 hrs treatment, patient said he needs to use the restroom due to bowel movement and was restless, bp was 84/42 mmhg, p=67. Staff put patient on t position and staff noticed after that patient had a blank stare and was unresponsive. Nurse was called, blood was returned, and treatment was ended. Nurse did a chest rub, gave oxygen and 911 was called. At 11:03 am blood sugar was 113mg/dl. 11:06 am - bp was 127/66, p 119, but respiratory rate was only 2 and nurse was giving oxygen through ambu bag. Paramedics came and pronounced the patient deceased at 11:17 am. Family was contacted and decided not to send patient to the hospital. Patient had previously signed a dnr on (B)(6) 2022. Patient has a history of non-compliance, missing and not completing treatments. Patient treatment orders/information: tx time - 2.5 hrs; bfr - 300; dfr - 500; edw - (B)(6). Patient came in @ (B)(6), goal set at 600 ml. Bp at start of treatment - 90/51 mmhg, p= 66. Only heparin 2000 units was given. No new medications started. Other products used during the event: nipro sdx blood tubing set - 20f15; nipro avf tulip 16g needle - 21j06b; citric acid - ac-200 - n1h007; nipro sdx hemodialysis machine - 21ew0071.